Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that there was error #319 error on arm 3. The customer power cycled the system but the issue persisted. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, damages on the rolling loop fiber were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 319 error was trigger indicating fault on the usm, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards was found to be failing on the rolling loop. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber was the root cause.